Manufacturer narrative:
B5,d1,d4,h4 have been updated.

Event description:
It was reported that, during treatment, the patient has sprayed the leg ulcers with opsite spray due to blistering caused by edema. As recommended on the spray, he had applied it in several layers. Before treatment, he treated the wound himself, we only dripped lidocaine on the wound in the hope that the wound debridement would not be so painful, but that didn't help. The coating could no longer be removed, neither with washing nor with special solvents from the pharmacy. The patient reported that he had tried to remove the coating and that the entire skin had been peeled off as a result. The hcp only got to know him afterwards and they have now been working for several months to painstakingly heal the large wound areas with recurrent wound debridement. Large parts of the spray coating are still on the skin and appear to be so into it that it is not possible to remove it without further skin loss.

Event description:
It was reported that, during treatment, the patient has sprayed the leg ulcers with opsite spray due to blistering caused by edema. As recommended on the spray, he had applied it in several layers. The coating could no longer be removed, neither with washing nor with special solvents from the pharmacy. The patient reported that he had tried to remove the coating and that the entire skin had been peeled off as a result. The hcp only got to know him afterwards and they have now been working for several months to painstakingly heal the large wound areas with recurrent wound debridement. Large parts of the spray coating are still on the skin and appear to be so into it that it is not possible to remove it without further skin loss.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the product was not returned for evaluation. A visual inspection of the images provided was conducted and revealed that there is an ulcer present in the patient's leg, it seems to be surrounded by a thin clear layer of what may be product. That layer appears to have certain parts peeled off in some pictures. The review of the production records showed no manufacturing issues that could have contributed to the reported incident. No similar events were found in the complaint history; therefore, this would suggest it is an isolated event. Additionally, there have been no previous escalated actions for the part number and failure mode reported. A review of the instructions for use (IFU) provides complete guidelines of indications, contraindications, application, and removal for this product. The instructions for use is attached to the product. A review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. As this is an isolated incident, and at this time, it has not been possible to establish a direct connection between the reported event and the product, nor to identify a specific root cause. It is unknown if the use of an expired product may have been a contributing factor to the reported event. The selection of a water-soluble soak or solvent to assist with removal of a water-resistant spray dressing would not likely result in optimal effectiveness. At this time, we have no reason to suspect that the product failed to meet the product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.